Event description:
Pt was admitted to hospital for removal and replacement of bilateral breast implants secondary to deflated left saline breast implant. Original breast implants were placed in 2000. Manufacturer is unk.